Event description:
It was reported that the customer had a button error alarm occur with their insulin pump. The customer's blood glucose level was reported at 170 mg/dl. Product is being replaced. No further information provided.

Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded express bolus and esc button on keypad traces. No button error alarm during testing. No moisture damage on electronic, motor, vibrator and battery tube assembly during visual inspection. Insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.